Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued and replacement device was shipped to the site on (B)(4) 2014. No parts have been received by the manufacturer for analysis. Not returned to manufacturer.

Event description:
A medtronic representative reported that the spine reference frame was damaged. The spring inside was more loose than other frames. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.